Event description:
It was reported, the patient experienced pain during a programming session after a trial implant procedure. The pain was thought to derive from the procedure or the position of the trial scs lead. A sjm representative was unable to resolve the issue with programming. Subsequently, the scs lead was removed.

Manufacturer narrative:
Evaluation: results: the complaint for "patient discomfort" was not confirmed. As received, the lead was in good condition without any visible damage. It passed all functional tests. We did not identify any defects that would contribute to the reported complaint. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.